Event description:
It was reported that the patient's right atrial (ra) lead exhibited undersensing on stored atrial episodes. Follow-up was completed and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.